Manufacturer narrative:
Concomitant medical products: 250ml baxter bag; spiros adapter; spike adapter; 2420-0007; 11448964; td (B)(6) 2019. No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified. It is the customer's policy not to provide patient information.

Event description:
It was reported that an IV paclitaxel infusion, contained in a non-pvc bag, was programmed to infuse through a primary set using an IV pump. The infusion was programmed manually into the IV pump and there were no other infusions attached to it. The infusion was started at 1115. When the IV pump beeped for the programmed total volume to be infused (vtbi) at the end of infusion at 1415, the rn noted that there was 80ml fluid remaining in the bag. The rest of the medication was administered to the patient by adjusting the vtbi and restarting the device. There was no patient injury.

Event description:
It was reported that an IV paclitaxel infusion, contained in a non-pvc bag, was programmed to infuse through a primary set using an IV pump. The infusion was programmed manually into the IV pump and there were no other infusions attached to it. The infusion was started at 1115. When the IV pump beeped for the programmed total volume to be infused (vtbi) at the end of infusion at 1415, the rn noted that there was 80ml fluid remaining in the bag. The rest of the medication was administered to the patient by adjusting the vtbi and restarting the device. There was no patient injury.

Manufacturer narrative:
Additional information added to: concomitant medical products. The report of an under infusion of paclitaxel was not confirmed through inspection or functional testing of the customer-provided IV administration tubing set. The event device was not provided for investigation. Physical inspection of the returned primary set model 10013072 revealed no issues or abnormalities. Functional testing demonstrated a passing result after a 1 hour timed rate accuracy test when loaded to a test pump. The customer-provided IV administration tubing set model 2420-0007 was not tested, as it was not related to the reported under infusion. Instrument logs were not provided for this investigation; log analysis was not possible. The root cause was not determined.